Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers were not returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. Further information was sought from the customer regarding the reported incidents. Conclusion: based on the information provided by the hospital, we can conclude that the both chamber water feedsets had broken apart where the tubing connects to the water bag spike. We were informed that staff had been manipulating the feedset tube by pulling on the tubing itself, rather than by grasping the spike and this had caused the tubing and spike to come apart. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." An fph clinical representative, upon receiving this information from the hospital staff, had conducted further training in handling and setup of the mr290 humidification chamber. We have not received any further complaints from the hospital relating to this issue.

Event description:
A hospital in (B)(6) reported that the autofeed connector of an mr290v humidification chamber had broken and that this happened on two occasions. No patient consequence was reported.